Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was revised due to a pocket infection. The physician suspected also potential impedance integrity issue with the implantable electrode. However, technical services reviewed the impedance trend which showed normal within range measurements and x-rays that did not show any displacement. This s-ICD remains in service and no additional adverse patient effects were reported.